Event description:
Related manufacturer reference number: 2017865-2023-02294. It was reported the patient came into the hospital with the implantable cardioverter defibrillator (ICD) exposed at the site of the incision. The physician suspected an infection confirmed not on the leads. The ICD system was explanted. During the surgery, the right ventricular lead broke causing the physician to abandon and not try to further extract the lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead broken during explant was confirmed. A partial lead was returned in two pieces for analysis. Visual and x-ray examination did not find any anomalies on the partial of lead with exception of damage consistent with that occurring at the time of the procedure. The cause of the reported event was consistent with procedural damage.